Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged her ipg for approximately a year. The sjm representative confirmed loss of communication between the ipg and multiple external devices. Surgical intervention will take place as the next course of action.

Event description:
Follow-up identified stimulation was restored following the surgical intervention.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.